Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer blood glucose level was unk mg/dl. No further info was reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked keypad connector. The functional tests could not be performed due to the keypad anomaly. The motor was tested outside of the device and passed. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, a scratched case and a scratched reservoir tube window.